Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient product ID: 3889-28, lot# j0455199v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was implanted past its use by date. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.